Manufacturer narrative:
Sample not received by manufacturer in time for this report.

Event description:
The event is reported: the clip would not close which caused bleeding until another clip was used. No reported consequence to the patient.